Manufacturer narrative:
Service history review: part no. 388.50, lot no: t107630. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 13-nov-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on january 13, 2016. It was further reported that the patient is a juvenile being treated for scoliosis. There was no adverse patient event or surgical delay due to the reported event.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ service history review: part no. 388.50, lot no. Unknown. No service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery, the surgeon told a sales representative that one of the persuader's double action/spring broke. The sales representative found other persuaders to successfully complete the case, no harm to patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - upon investigation at the customer quality unit it can be seen that the male leaf spring and ratchet are worn at the point of contact; and the ratchet comes loose rather easily resulting in the complaint description. A root cause could not be determined; a possible cause could be the device has become worn over time due to normal wear/tear including going through multiple sterilization cycles. This complaint is confirmed. Service and repair evaluation - the customer reported the double action spring broke. The repair technician reported the male leaf spring and ratchet were worn at the point of contact, and the ratchet came loose. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.